Manufacturer narrative:
Complaint conclusion: as reported, the balloon of 6f-7f mynx control vascular closure device (vcd) burst when inflated. The procedure was completed and hemostasis achieved with another mynx device. There was no reported patient injury. The device was stored per labeling and opened in sterile field. The mynx vcd was prepped according to the instructions for use (IFU). The device was used in the patient. The puncture site was the right common femoral artery (cfa). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no tortuosity and no pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The device was used with a 6f non cordis catheter sheath introducer (csi). There was 5000 units of IV heparin given during the case. The balloon lost pressure after being pulled to the arteriotomy. The patient was not hospitalized and the patient's hospitalization was not extended as a result of the event. The patient recovered. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2022501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure- in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2022501 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f-7f mynx control vascular closure device (vcd) burst when inflated. The procedure was completed and hemostasis achieved with another mynx device. There was no reported patient injury. The device was stored per labeling and opened in sterile field. The mynx vcd was prepped according to the instructions for use (IFU). The device was used in the patient. The puncture site was the right common femoral artery (cfa). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no tortuosity and no pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The device was used with a 6f non cordis catheter sheath introducer (csi). There was 5000 units of IV heparin given during the case. The balloon lost pressure after being pulled to the arteriotomy. The patient was not hospitalized and the patient's hospitalization was not extended as a result of the event. The patient recovered. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for analysis.